Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated that she had encountered an error message during fill 3 of treatment. The patient stopped the treatment and when disconnecting the supplies noticed a fluid leak inside the cycler cassette area. The patient used manual supplies to complete the treatment and stated that she would notify her pd nurse regarding this. The cassette/tubing set in question had already been discarded. Additional information has been solicited but not made available. No adverse event has been reported at this time.